Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon placed the device through the trocar and went to pre-load the clip into the jaws, however the surgeon did not like how the clips fed into the jaws. The surgeon went to waste the clip then the device locked closed. Another device was used to complete the procedure. No adverse consequences reported. (B)(4)

Event description:
It was reported that during a laparoscopic cholecystectomy, the surgeon placed the trocar and during implementing a 3mm instrument, the trocar was broken. Then placed a 10mm trocar and recovered the sleeve through the 10mm trocar. There were no consequences for the patient; he's fine.

Manufacturer narrative:
(B)(4). (B)(4). Device fired through lockout the analysis results found that the el5ml device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. The batch record was reviewed and no anomalies were noted during the manufacturing process.